Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the peeling of the light guide cover glue at the distal end was user handling. As stated in the instructions for use, as a preventive measure, "warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."

Manufacturer narrative:
The returned device was evaluated by olympus and it was noted that the light guide cover glue at the distal end was peeling, attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The device was repaired and returned to the customer.

Event description:
A user facility returned a device for repair due to a reported hole in the ultrasound tip. Upon evaluation of the returned device, it was noted that the light guide cover glue at the distal end was peeling. There was no patient injury or harm, associated with the problem, reported to olympus.